Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet is not working. A different wand and serial cable were tried but the issue persisted. The pa thinks that someone might have dropped it because there is a crack on the edge near the usb port. A retry error message was displayed when the demo device was interrogated. The same message appeared when a known good wand and serial cable were used. The tablet has not been received for analysis to date.

Event description:
The tablet was received for analysis on 04/13/2016. Product analysis for the tablet was completed and approved on 05/06/2016. An analysis was performed on the returned tablet and during the analysis, it was identified that the usb port and tablet case were damaged. As a result, the tablet was unable to establish communication. Visual inspection identified that the case was cracked and the usb port was damaged. No further anomalies were identified.